Event description:
The complainant reported a patient was attempted to being implanted with an impella device for mechanical circulatory support. Pump advanced to aortic valve [av] but had difficulty crossing. After multiple attempts decision was made to abort procedure. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.